Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. However, due to workstation issue at arrival, identified need to clean the contacts on ps1 and reconnected interconnect cable to the workstation. Investigation also indicated that as a proactive measure. The technique processor should be replaced. Technique processor pcb replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a procedure with the 2600 system a regulator failure error was displayed. System required reboot. There was no report of pt injury.